Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep stated that the cause was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient saw a por code. The rep stated that the recharger but then shows full battery, but the 8840 is showing that the battery is discharged. Patient services advised the rep to get a different recharger and it shows the same way. The patient programmer also shows a por. The caller tried the 8840 again and it shows por 0x0. The por was cleared successfully. The caller noted that when updating the clock, the ins clock read (B)(6) 2000. The rep was going to discuss with the patient to see if there is anything they remember that correlates to the por appearing. No symptoms reported.